Event description:
It was reported that the lead was "compromised" during the routine replacement of the device. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): no anomalies found, partial lead in segments were returned for analysis.